Event description:
The facility reported a colleague infusion pump with pixels missing on the screen. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the catheter lab. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4)evaluation summary: the reported condition of a colleague infusion pump with pixels missing on the screen was confirmed by baxter personnel during product evaluation. The root cause was assigned to the faulty main display printed circuit board. The main display assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.